Manufacturer narrative:
The lot number was provided for the two malfunctions; therefore, a lot history review could be performed. The sample was not returned to the manufacturer for evaluation; however medical records has been provided and reviewed. The investigation reported issue was confirmed for perforation of the inferior vena cava (ivc). The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 2220j vena cava filter allegedly experienced perforation. This information was received from various sources. This malfunction involved a patients with no consequences. One patient was (B)(6) years old female and another one was (B)(6)years old male. Weight of the patients was not provided.